Event description:
While surgeon was using pi drill, drill fell apart. No patient injury occurred. Start time: 0800. Pre-procedure diagnosis: lumbar disc disease. Post-procedure diagnosis: same as pre-procedure dx (diagnosis). Procedures performed: anterior lumbar interbody fusion (l3/l4, l4/l5, l5/s1); 3-level. All needle counts were correct. Multiple lateral plain films were obtained and showed no retained instruments. The patient tolerated the procedure well and he was transported to recovery room in stable condition.